Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the charger and programmer can no longer communicate with the ipg. An sjm rep attempted to troubleshoot the issue but was unsuccessful. It was also reported, the pt has not recharged or used her ipg in over two years. The pt plans to undergo surgical intervention on a later date.